Event description:
A healthcare professional reported an inclusive tapered implant failed to osseointegrate within three weeks of placement on tooth number 5. Per the report the implant fell out, sloughed out of the bone tissue. It was reported that the healthcare provider observed the following patient symptom: inflammation. The symptom was relieved with the removal of the device. The device was not replaced but a bridge was placed. No additional procedures or permanent injury was reported. Per the report, at the time of the surgical procedure the patient's bone quality was type I with good oral hygiene.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).